Event description:
Rn was reconnecting the tubing back to the patient. When rn let go, the tubing disconnected from the patient. Looking closer (there was a bifuse at the end of the line) the twisting part of the bifuse was still connected to the patients patient¿s peripherally inserted central catheter (PICC) cap and the rest of the line was not (the twisting part fell off when it's not supposed to). Fortunately, rn caught the line before it fell on the floor and was able to swap out the bifuse for a working one. Unsure of used device lot number, from current stock: current lot # (10)20095142. There was no detectable harm.